Manufacturer narrative:
The report states: patient contacted broadspire to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. Doi: unknown; dor: (B)(6) 2011. **update** (B)(6) 2011 - the revision surgery was reported by the sales rep. The patient was revised to address hip pain. Doi: unk; dor: (B)(6) 2011 (left side). Product/lot numbers were identified. **update**(B)(6) 2011; doi: (B)(6) 2009 as indicated by medical records. No additional information included that would change the investigative findings. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update 12/23/2013 - litigation papers received. Litigation alleges loosening and infection. There is no new additional information that would affect the investigation. The complaint was updated on: 01/09/2014.

Manufacturer narrative:
The device associated with this report was not returned. A lot specific complaint database search and/or a review of device history records were not possible as the necessary product/lot code combination was not provided. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard eval). Further analysis regarding the asr product family will be documented, as determined pertinent, in wwcapa (B)(4) . Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update (B)(4) 2013 - clinical report was received. The patient was also revised to address increased cobalt levels. There is no new information that would change the existing MDR decision.

Event description:
Patient contacted (B)(4) to initiate claim. Patient reported revision surgery. Reason for revision is unk. No further info is available at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this complaint closed.